Event description:
Catheter was in patient and had already been used for a period of time then malfunctioned. Sensor error occurred while catheter was implanted in patient. There was no known harm to the patient.